Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. The patient reported they utilized leaking pd solutions bags during treatment. It is possible the leaking pd solution bags may have been a factor in the patient¿s peritonitis event due to a breach in sterility. Moreover, the pd nurse stated the patient¿s peritonitis may have been caused by touch contamination during the ccpd procedure. Due to multiple potential causes the exact etiology for the patient¿s peritonitis infection cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and subsequently diagnosed with peritonitis. The patient presented to the emergency room (ER) with complaints of diffuse abdominal pain (onset 2 days prior), abdominal fullness and shortness of breath. The patient reported they had cloudy pd effluent for the two days prior to admission and low-grade fever (unknown temperature; reported an increase of 1 degree from normal baseline). The patient instilled ¿dry antibiotic¿ (unknown antibiotic; reported may have been penicillin) into the pd catheter approximately six hours prior to ER arrival and started oral cephalexin (unknown date) which did not relieve the symptoms. A pd effluent culture was obtained revealing a white blood cell (wbc) of 75 without neutropenic predominance however, it was recorded the results may have been skewed due to antibiotic use. The patient was treated with antibiotic therapy with cefepime 2 grams intravenous (IV) and vancomycin (unknown dose). Additionally, the patient was given fentanyl 50 micrograms (mcg) IV for pain and ondansetron 4 milligrams (mg) IV. A repeat pd effluent culture obtained, which revealed an elevated wbc (result 1520). The patient was discharged home two days later in stable condition. The patient continued pd therapy with continued antibiotic therapy outpatient with levaquin (250 milligrams by mouth x7 doses) and vancomycin intra-peritoneal (ip) (unknown dose). The patient alleged they may have gotten peritonitis from, using leaking bags. Additionally, during a follow-up call with the pd nurse, it was reported the patient¿s peritonitis was caused by flaws during setup and possible touch contamination. The pd nurse was unable to confirm whether or not the patient used leaking pd solution bags prior to being diagnosed with peritonitis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.